Manufacturer narrative:
DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution. The reported failure of ventilator inoperable is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A trilogy evo device had a "ventilator inoperative" alarm. There was no harm or injury reported. The device was returned for evaluation. During the evaluation, although the error was not reproduced and no abnormality was confirmed in the device, there could have been a failure in the device at the time of the event and therefore, the system printed circuit assembly (pca) was replaced. Performed final test, battery check, valve check, run-in tests, and cleaning, then confirmed the unit operated properly. The software version was upgraded to 1.06.15.00 from 1.06.10.00.